Manufacturer narrative:
This is a duplicate report of 1818910-2012-29116. This report, 1818910-2012-75945, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-29116. Depuy still considers this investigation closed.

Event description:
Litigation alleged the patient suffered pain and exposure to excessive metallic elements as a result of the implanted asr hip. Update: (B)(6) 2012 - patient was revised due to unknown reasons. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain and exposure to excessive metallic elements as a result of the implanted asr hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 02/18/2014 clinical der received. Complications reported for the left hip are noise (clicking), catching, local tissue reaction, bursal fluid collection, fibrous tissue, chronic inflammatory infiltrates, hemorrhage and granulation tissue formation. There is no new additional information that would affect the investigation. This complaint was updated on: 03/06/2014.